Event description:
The customer reported that the apnea alarm isn't working consistently. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the apnea alarm isn't working consistently. No patient harm was reported. The limited available information is not sufficient to support that there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.